Manufacturer narrative:
The reported event was confirmed, as manufacturing related. The visual evaluation of the returned sample noted one opened (without original packaging), lubrisil silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked form a pinhole (measuring 0.013 inches) over the inflation lumen 0.3310 inches from the bifurcation. This was out of specification per inspection procedure, which stated, "shaft shall be free of kinks, cuts, tears and irregular surfaces.". A potential root cause for this failure could be, ¿inserts with edges (operator hits the catheter shaft against the bottom insert when removing the catheter from the mold)" during manufacturing.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered."

Event description:
It was reported that the catheter fell out of the patient on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient on the day of use.